Manufacturer narrative:
Attempts were made to obtain date of explant but was not received. Date of event is estimated. Patient's weight is estimated.

Event description:
It was reported patient lost effective therapy due to their leads had migrated. This issue was confirmed via x-rays. Surgical intervention on an unknown date of (B)(6) 2024 wherein the entire system was explanted to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.